Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone #: (B)(6). Reporting phone #: (B)(6).

Event description:
It was reported the alarm limits for heart rate had been set to 155 bpm and there was no red alarm when heart rate went above this limit for over 5 minutes. The clinical audit logs were reviewed with the customer, revealing the limit was set to 155 with a delta of 20 bpm for a red alarm; therefore, a red alarm would be triggered at 175 bpm. It was confirmed a yellow alarm was generated visually and audibly; however, no red alarm occurred due to the configured alarm limits. It was indicated the impact to the patient was 'patient collapsed' but no further details were provided.

Manufacturer narrative:
The philips clinical application specialist confirmed from the audit log at the control center that yellow alarms were triggered for the event, and that visual and audible alarms were triggered at the control center. The logs confirmed a user had changed the yellow alarm limit to 155bpm with a delta of 20bpm to enable a red alarm would be triggered at 175bpm. The yellow alert was consistent with the configuration, and the notification was delivered to supervisors. No malfunction was detected. A review of the device logs by the philips product support engineer confirmed that there are additional beds that show yellow alarms when the heart rate is above 155. The pse suggests that a user could have changed the upper limit setting for the yellow alarm, but not just for one bed, but for multiple beds. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed.